Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that part of the touch panel was not functioning during testing prior to use. There was no patient involvement

Manufacturer narrative:
G4: 05may2020. B4: 06may2020. The manufacturer's international service technician tested the unit and confirmed the touch screen was not functioning. The touchscreen was replaced and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 h4: UDI#: (B)(4). The touchscreen assembly was returned for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. It was determined that the ul_lr and ur_ll pin to pin resistance were out of specifications. The submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.